Event description:
Reportedly, during patient use, a "con proc failed" alarm occurred. The patient was manually ventilated before being transferred to another ventilator.

Manufacturer narrative:
(B)(4).